Manufacturer narrative:
The manufacturer previously reported information in reference to alleging a ventilator touch screen is not working. There was no harm or injury reported. During the evaluation of the device the complaint the reported issue was confirmed. Touch screen was inactive. An error code related to the interface board was found in the ventilator's downloaded error log. Repairs all passed, functional test passed. Quality inspection passed and test results passed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator touch screen is not working.. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.